Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 184 mg/dl. The customer also noted receiving no delivery alarms. He stated that the alarms started about 3 or 4 days ago, and now every time he rewound the device, it would alarm motor error. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Troubleshoot for no delivery alarms was declined. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test due to a faulty force sensor. The device passed the rewind, basic occlusion and displacement test. No motor error alarm or excessive no delivery alarm noted. The motor passed the motor test. The unit was received with cracked case at the display window corners, reservoir tube lip, belt clip slot, and minor scratched display window.